Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broke outside the patient with no harm to the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the ruler broke while been used. The device broke outside the patient. Nothing got into the patient, no harm was reported, and all pieces were recovered. S+n back-up was available. No major procedural delay.

Event description:
It was reported that during surgery the ruler broke while been used. Nothing got into the patient, no harm was reported. S+n back-up was available. No major procedural delay.